Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump usb port was not charging the battery properly. The touchscreen was scratched making it hard to read the screen. There was no reported impact to customer's blood glucose. Customer declined to provide further information.

Manufacturer narrative:
The investigation has been completed and the alleged usb issue was verified; however, the alleged touchscreen issue could not be verified.